Event description:
Additional information was received that CT images and clinical symptoms associated with the event were not provided by the customer. The pump was explanted due to cardiac recovery and the patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on 03mar2025, the pump was explanted, the outflow graft was closed, and the driveline was cut below the skin level.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump had periods where it was not able to keep the set speed in combination with red heart alarms. Log files were provided and the analysis confirmed event. For safety reasons, the patient was connected to extracorporeal life support (ecls) system for treatment to close the outflow graft. The next attempt was to wean the patient from the ecls.

Manufacturer narrative:
Section d4, product information: corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed events consistent with driveline damage; however, a specific cause for these events could not be conclusively determined as heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The submitted log file contained data from (B)(6) 2025. The pump¿s fixed speed was set to 9200 revolutions per minute (rpm) with a low-speed limit of 8800 rpm. Normal operation of the system was captured through (B)(6) 2025, with pump power and estimated flow ranging from 4.3-5.6 watts and 2.9-5.4 liters per minute (lpm) respectively. Low speed and pump stop events were then captured for the majority of the remaining data, 04:40:56 to 11:28:50 on 03mar2025. These events occurred both while operating on battery power and while operating on the power module. The low speed and pump stop events were associated with low-speed advisory, low speed hazard, low flow hazard, and motor stopped alarms, time base faults, and elevations in pump power, with values up to 17.1 watts. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. Incidental findings: motor stopped alarms that were associated with the driveline being disconnected were captured (B)(6) 2025, no external power alarms were captured on (B)(6) 2025. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, that may be associated with the use of the heartmate ii lvas. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 6 of the IFU ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. Section 7 of the IFU ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms, and what action(s) should be performed when they occur. The patient handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.